Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant stent graft and a stent graft from another manufacturer was implanted in patient for endovascular treatment of a 100 mm diameter thoracic aortic aneurysm. Aptus endoanchors were implanted in patient for revision. It was reported that during the index procedure, the first two endoanchors were successfully implanted. When the physician tried to load the third endoanchor with the applier, the error light displayed and the endoanchor could not be deployed. Another applier was used and the procedure was successfully completed. Per the physician, the cause of the event is unknown. It was further reported that the endoanchors were implanted to treat a migration of the valiant stent graft. The distal valiant device ended right above the celiac trunk during the index procedure; however, migrated about 10mm above the celiac but with no endoleak. The physician chose to treat the patient. It was noted that the endoanchors resolved the event. The physician stated that the cause of the migration was due to patient anatomy; specifically, a highly angulated neck. No additional clinical sequelae were reported and the patient is fine.

Manufacturer narrative:
Corrected information: sex. If information is provided in the future, a supplemental report will be issued.